Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to firmly press the button while supporting the pump, and despite attempts, the difficulty persisted. Customer declined to provide information regarding alternate insulin therapy.